Event description:
During shift check, the autopulse platform (sn (B)(6) is displaying user advisory (ua) 02 (compression tracking error) error message. In addition, the platform displayed the user advisory (ua) 18 (max take-up revolution exceeded) error message, however, the user was able to clear the error. No patient involvement.

Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 02 (compression tracking error) error message " was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform performed as intended. The reported secondary complaint of the autopulse platform displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed during archive review but not during the functional testing as the customer cleared the error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive data indicated the user advisory (ua) 02 and the (ua) 18 error messages around the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a patient. As take-up is performed, the driveshaft moves the lifeband past the maximum allowable take-up depth without detecting a patient, which results in a load change at the load plate. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error, and the reported user advisory (ua) 02 error message was not reproduced during testing. The load cell characterization test found no issues and confirmed both cell modules were functioning within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.